Event description:
The device was returned due to a lock and latch sensor were not functioning during testing. The investigation confirmed the customer¿s complaint, and a defective latch/lock sensor was identified. This issue was determined to be reportable.

Manufacturer narrative:
One device was returned for analysis. Functional and visual testing were performed, and the reported issue was duplicated, confirming a defective latch/lock sensor in the pump. This was determined to be a reportable issue. The latch/lock sensor was replaced. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.